Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, as noted, the unit was not producing an image due to cracks in the video connector socket and locking lever. These findings likely confirm the user¿s report as it appeared the unit had suffered damage from a physical impact (i.e. A drop), and the video socket itself was broken. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer originally returned his olympus wa97104a because the instrument was dropped, and various wires and optics were damaged and needed repaired. Additional details relating to any possible patient(s) and event(s) have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event. During the device evaluation, it was discovered that the unit was unable to display an image. This report is being submitted to capture the lack of image noted during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10 and the correction in g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to cracks in the video connector socket case and a locking lever failure with a crack. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to capture additional information received from the initial reporter. That information is located in b5. Should further information be provided, another supplemental report will be submitted.

Event description:
Additional information was received noting that the device fell during procedure preparation. Reportedly, there was no patient harm. No further details were provided.